Event description:
Report received of under-delivery. The pump was received in the customer's biomedical engineering department with the complaint that it was sounding an audible alarm and displaying the message: "malfunction code 24". The pump was repaired to resolve the malfunction code 24. After the pump was completed, performace verifcation testing was done for delivery accuracy. The pump was reported to deliver a measured volume of 17ml from an expected delivery of 20ml. Performance verification delivery accuracy specifications for this device require delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient events while the pump was in clinical use.